Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. The lens was inspected at 10x microscopic magnification. The visual inspection revealed some surface residuals (fibers, particles and stains) on the lens surface which were compatible with handling the lens during the explant procedure. No other unacceptable cosmetic defects were found in the returned lens. At the manufacturing final inspection process lenses are 100% inspected at 10x microscope magnification for cosmetic defects, none were found in the explanted lens. No manufacturing related issues for disphotopsia/halos glare were identified in the returned lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an explant and exchange of an intraocular lens (iol) due to experiencing unresolved symptoms of halos at night and early morning accompanied by terrible vision during rainy weather. It was stated that a 5.6mm incision enlargement was performed prior to explanting the lens. In addition, it was reported that two (2) 10.0 nylon sutures were used. No complications were reported. No additional information was obtained.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.